Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, the right ventricular (rv) lead pacing impedance measurements were found to be high out of range, exceeding 3000 ohms. Consequently, the device was not programmed into MRI mode. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, the right ventricular (rv) lead pacing impedance measurements were found to be high out of range, exceeding 3000 ohms. Consequently, the device was not programmed into MRI mode. No adverse patient effects were reported. This pacemaker remains in service.